Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. The device was evaluated at philips, and the symptom was confirmed. The device was found to have a blank display caused by a loose cable. The cable was reseated, and the device then passed all testing.